Event description:
It was reported the pt began experiencing leg pain in 2008, and could not tell if the stimulator device was working. Multiple x-rays were performed to determine the cause of the pain. It was determined the pain was from a pinched spinal nerve. The pt underwent decompression surgery of two vertebra, the following month, to relieve the pain. The pt continued to experience pain. After relocating and finding a new physician, the pt underwent further troubleshooting (unspecified). It was reported the system was "not functioning." Additional info has been requested but was not available as of the date of this report.